Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had blank display. The customer¿s blood glucose level was unknown. The customer reported that the customer went for swimming and did not know insulin pump had crack and the insulin pump was alarming and had blank display. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.

Manufacturer narrative:
Insulin pump received with blank display due to moisture damage on the electronic assembly. The device was received with cracked case corner of the belt clip rails near the battery compartment and cracked battery tube threads. No unexpected pump alarming during testing.